Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump battery cap was damaged and had a blank display. It was reported that the customer got a blank screen when changing the battery. Troubleshooting was performed and found that the battery cap was damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to the backup plan per health care professional's instructions until the new battery cap arrived. The pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or in the history files. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, stained keypad overlay, battery cap contact missing. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. However, battery cap contact was damaged/missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.